Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt is having difficulty charging her ipg. The pt was sent a new charger to help resolve the issue. Attempt to gather add'l info was unsuccessful. No further info is available at this time.